Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('about to have hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('about to have hysterectomy/pain on my left side') in a 23-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. In 2011, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), alopecia ("hair loss"), tooth disorder ("horrible teeth"), dyspareunia ("instead of hurting just during intercourse I hurt days afterwards it is horrible") and acne ("acne - chin, nose and forehead break out horribly") and was found to have vitamin d decreased ("low vitamine d"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, alopecia, tooth disorder, vitamin d decreased, dyspareunia and acne outcome was unknown. The reporter considered acne, alopecia, dyspareunia, pelvic pain, tooth disorder and vitamin d decreased to be related to essure. Concerning the injuries reported in this case, the following ones were reported via social media: pelvic pain. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 23-mar-2020: content received from social media: event "instead of hurting just during intercourse I hurt days afterwards it is horrible" and reporter added. On 23-mar-2020: content received from social media: reporter added. On 23-mar-2020: social media received: event medical device removal pt was updated to pelvic pain. On 23-mar-2020: content from social media received: acne event was added. New reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('about to have hysterectomy') in a 23-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss") and tooth disorder ("horrible teeth"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, alopecia and tooth disorder outcome was unknown. The reporter considered alopecia, medical device removal and tooth disorder to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal, tooth disorder quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media report: reporter information, patient age and new event tooth disorder added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('about to have hysterectomy') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 13-feb-2020: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('about to have hysterectomy') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced alopecia ("hair loss"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal and alopecia outcome was unknown. The reporter considered alopecia and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one/ones were described in social media : medical device removal quality-safety evaluation of ptc: unable to confirm complaint most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. Reporter added. Added event hair loss. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('about to have hysterectomy') in a 23-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), experienced alopecia ("hair loss") and tooth disorder ("horrible teeth") and was found to have vitamin d decreased ("low vitamine d"). The patient was treated with surgery (hysterectomy). At the time of the report, the medical device removal, alopecia, tooth disorder and vitamin d decreased outcome was unknown. The reporter considered alopecia, medical device removal, tooth disorder and vitamin d decreased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event added: vitamin d low. Reporter was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.